Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A tace procedure was being performed on a (B)(6) year old male patient. While introducing the catheter through the wire guide (another manufacturer) from patient's right femoral artery, the physician suspected found the wire guide drilled out from the tip of catheter. The operator tried to pull out the wire guide lightly. While withdrawing the angiographic catheter, the physician found the tip of catheter was broken and had fallen into the right common iliac artery. The separated tip was flushed out by the blood to the opening of internal iliac artery . The physician removed the broken tip successfully and changed to another new beacon tip torcon nb advantage angiographic catheter to finish the procedure. A section of the device did not remain inside the patient's body. The patient is in a stable condition.

Manufacturer narrative:
(B)(4). Event investigation / evaluation: during the course of the investigation, a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control (qc) and a visual inspection of the returned, opened and used device was conducted. The visual inspection of the returned device confirmed circumferential separation of the beacon tip, 2 mm distal of the bond. The beacon tip was not returned; therefore, based on visual inspection alone, it is inconclusive as to whether the failure mode is due to bond separation or material failure. There are inspections in place, confirming the tip material meets the requirements for tensile strength and elongation specifications. There is also a 100% inspection, verifying the surface of the catheter is free of damage and excess bumps or roughness. This product is shipped with an IFU; which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
A tace procedure was being performed on a (B)(6) male patient. While introducing the catheter through the wire guide (another manufacturer) from patient's right femoral artery, the physician found the wire guide drilled out from the tip of catheter. The operator tried to pull out the wire guide lightly; however, while withdrawing the angiographic catheter, the physician found the tip of catheter was broken and had fallen into the right common iliac artery. The separated tip was flushed out by the blood to the opening of internal iliac artery additional information provided: per information provided from distributor, the tip of the catheter separated inside patient , so the initial procedure was aborted. After three hours, the physician performed another surgical procedure to remove the tip. The physician removed the broken tip successfully and changed to another new beacon tip torcon nb advantage angiographic catheter to finish the procedure. A section of the device did not remain inside the patient's body. The patient is in a stable condition.

Manufacturer narrative:
(B)(4). Event investigation / evaluation: during the course of the investigation, a review of the complaint history, device history record, documentation, instructions for use (IFU), quality control (qc) and a visual inspection of the returned, opened and used device was conducted. The visual inspection confirmed circumferential separation of the beacon tip, 2 mm distal of the bond. The beacon tip was not returned; therefore, based on visual inspection alone, it is inconclusive as to whether the failure mode is due to bond separation or material failure. There are inspections in place, confirming the tip material meets the requirements for tensile strength and elongation specifications. There is also a 100% inspection, verifying the surface of the catheter is free of damage and excess bumps or roughness. This product is shipped with an instructions for use (IFU); which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
A tace procedure was being performed on a (B)(6) year old male patient. While introducing the catheter through the wire guide (another manufacturer) from patient's right femoral artery, the physician found the wire guide drilled out from the tip of catheter. The operator tried to pull out the wire guide lightly; however, while withdrawing the angiographic catheter, the physician found the tip of catheter was broken and had fallen into the right common iliac artery. The separated tip was flushed out by the blood to the opening of internal iliac artery. The physician removed the broken tip successfully and changed to another new beacon tip torcon nb advantage angiographic catheter to finish the procedure. A section of the device did not remain inside the patient's body. The patient is in a stable condition.